Manufacturer narrative:
Analysis of the information provided indicates that the cause for the potentially discordant elevated tshl results is unknown. The potentially elevated results on the patient were obtained over multiple years since 2013 using multiple lots of the dimension tshl flex® reagent cartridge. The account states that the results had been consistently high, around 50 iu/ml and the account stated that the patient began unnecessary treatment /procedure with levothyrox over a 3 year period during the period of the potential elevated tshl results. When the lower results were obtained with alternate methodologies, it was stated that the patient stopped taking levothyrox. No information has been provided on testing or results of any other thyroid marker tests. The instructions for use for the dimension tshl flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. As with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution."

Event description:
Potential discordant elevated loci thyroid stimulating hormone (tshl) results were obtained on patient samples on the dimension exl instrument over a multiple year period beginning in 2013. The results were reported to the physician. The patient had a sample tested on a non-siemens instrument on (B)(6) 2016 by an alternate methodology and a lower result was obtained. A similarly lower result was obtained on a second non-siemens instrument. A sample was also run on an alternate siemens instrument, advia centaur, on (B)(6) 2017 and a lower result was obtained. The account stated that the patient began unnecessary treatment / procedure with levotyrox over a three year period during the period of the potentially elevated tshl results. The account stated that the patient has now stopped the treatment. There was no report of adverse health consequences as a result of the potential discordant elevated tshl results or the levothyrox treatment.

Manufacturer narrative:
Original MDR 2517506-2017-00104 was filed 2/7/2017. Date of event in changed from (B)(6) 2017 to (B)(6) 2017. It was stated that (B)(6) 2017 was the date of first testing conducted on an alternate siemens instrument and customer questioning results on the dimension exl instrument over a period of time.